Manufacturer narrative:
Investigation included technical support troubleshooting and user education. Investigation of this case revealed expected ilet and dexcom g7 functionality with glucose trending consistent with physiological response to prior meal and subsequent activity. It was concluded that the event was related to use conditions and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user of the ilet bionic pancreas contacted support concerned about a continuous glucose monitor reading of 113 mg/dl with a downward trend after running errands and taking a long walk, following a breakfast that led to a peak of 296 mg/dl; education was provided on correction boluses, pausing insulin during prolonged activity, and avoiding carbohydrate intake while in range. Symptoms included concern about potential low glucose, without reported hypoglycemic or hyperglycemic symptoms. Outcomes included continued monitoring with a planned follow-up call and no medical intervention or hospitalization.